Event description:
It was reported that this patient received two inappropriate shocks. An inquiry for further review was needed by technical services (ts). Ts noted that the loss of cardiac signal sensing and oversensing of non-physiologic signals cased inappropriate therapy to be delivered. Ts noted that this issue can be caused by an incomplete electrode insertion, or an impaired electrode. Ts discussed performing an x-ray to evaluate electrode insertion. At this time the system remains implanted. No adverse patient effects were reported.